Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), ovulation pain ("pain while I was ovulating") and constipation ("constipated"). The patient was treated with surgery (tubes removed). At the time of the report, the pelvic pain, pelvic discomfort, ovulation pain and constipation outcome was unknown. The reporter considered constipation, ovulation pain, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: ovulation pain and constipation happened after device removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful and uncomfortable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pelvic pain was updated to serious incident. Ovulation pain and constipation were added as events. On 23-mar-2020: social media received: reporter added. On 23-mar-2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), ovulation pain ("pain while I was ovulating") and constipation ("constipated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (tubes removed). At the time of the report, the pelvic pain, pelvic discomfort, ovulation pain, constipation and weight increased outcome was unknown. The reporter considered constipation, ovulation pain, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: ovulation pain and constipation happened after device removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful and uncomfortable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter's information added. Event: weight gain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), ovulation pain ("pain while I was ovulating") and constipation ("constipated"), was found to have weight increased ("weight gain") and underwent tooth extraction ("just had my top teeth pulled yesterday, so painful & emba"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, ovulation pain, constipation, weight increased and tooth extraction outcome was unknown. The reporter considered constipation, ovulation pain, pelvic discomfort, pelvic pain, tooth extraction and weight increased to be related to essure. The reporter commented: ovulation pain and constipation happened after device removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful and uncomfortable, tooth extraction. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('painful') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), ovulation pain ("pain while I was ovulating") and constipation ("constipated"), was found to have weight increased ("weight gain") and underwent tooth extraction ("just had my top teeth pulled yesterday, so painful & emba"). The patient was treated with surgery (tubes removed). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, ovulation pain, constipation, weight increased and tooth extraction outcome was unknown. The reporter considered constipation, ovulation pain, pelvic discomfort, pelvic pain, tooth extraction and weight increased to be related to essure. The reporter commented: ovulation pain and constipation happened after device removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: painful and uncomfortable, tooth extraction. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: content from social media was received. Event tooth extraction was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.